Event description:
In 2008, an rx pre-curved ercp cannula device was used in an endoscopic retrograde cholangio-pancreatography procedure (adult female pt): age and weight are unk). It was reported to boston scientific corporation that: "the tip snapped off in the duodenum. The piece of the tip was left in the duodenum for the pt to pass naturally." And, the complainant stated that; "the physician opined that it may have been loose when they took it out of the package." The complainant added; "it's more likely that it hit the elevator on the scope." There were no reported pt complications as a result of the event.

Manufacturer narrative:
A visual examination of the returned device revealed: the cannula single lumen tubing and dual lumen tubing were detached at the bond region (distal to the guidewire exit notch); and the distal section of the single lumen tubing, near the cannula tip, was noted to have a scalloped appearance. Based on the physical evidence, the reported tip detachment may be attributable to an interaction between the cannula and the endoscope during retraction of the device. The scalloped appearance of the cannula tubing indicates the distal segment of the cannula was subjected to a tensile load, resulting in the detachment.